Event description:
The customer reported that the keypad failed where some of the buttons did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the keypad failed where some of the buttons did not work. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.